Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading before his admission was 485mg/dl. The customer stated that he did not feel well after having lunch. The customer was vomiting and he was not able to control his glucose level. The customer stated that he was treated with an insulin drip. Troubleshooting was performed. The time and date were correct. The customer changed the infusion set and reservoir to resolve the problem. The basal and bolus matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a pressure test and the device passed the test. No further information was provided.